Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-8500foe burr, oval, flushcut¿, 8 flute, 5.0 mm x 13 cm serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to device damage. Visual inspection revealed that the outer tube hood was bent, indicating excessive side loading force was applied. The most likely cause(s) of the observed and reported failure are user error, misaligned insertion, or excessive force to leverage/pry the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder surgery the burr broke when shaving of the acromion. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.